Manufacturer narrative:
The customer stated that there is no patient information on file for the event in question. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and inspiratory flow valve were replaced.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation was not functional. There was no reported patient injury.